Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('abnormal heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("severe abdominal pain/abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rashes/allergy: rash/skin condition"), migraine ("migraines/migraine"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain"), anxiety ("anxious"), depression ("depressed"), nervous system disorder ("neuro condit/prob"), palpitations ("heart palpitations"), muscular weakness ("muscle weakness"), memory impairment ("fuzzy memory"), visual impairment ("black spots in vision"), dizziness ("dizziness") and pain ("achiness"). The patient was treated with surgery (laparoscopy in (B)(6) 2017/hysterectomy scheduled for (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, dermatitis allergic, migraine, fatigue, vulvovaginal pain, anxiety, depression, nervous system disorder, palpitations, muscular weakness, memory impairment, visual impairment, dizziness and pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dermatitis allergic, device dislocation, dizziness, fatigue, genital haemorrhage, memory impairment, menorrhagia, migraine, muscular weakness, nervous system disorder, pain, palpitations, pelvic pain, visual impairment and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received : new events - pelvic pain, menorrhagia (heavy menstrual bleeding), nuero condit/problems, heart palpitations, muscle weakness, fuzzy memory, black spots in vision, dizziness, achiness were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), migraine ("migraines"), rash ("rashes"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparoscopy in (B)(6) 2017/hysterectomy scheduled for (B)(6) 2017.). At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, migraine, rash, fatigue, vulvovaginal pain, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, fatigue, genital haemorrhage, migraine, rash and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.